Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had surgery 3 weeks ago and they had turned the stimulation off for the surgery. Then for the past couple of weeks the stimulator had been turning off at time or two so they had to go in and turn it back on with the controller. This had been occurring since (B)(6) 2016. The patient had experienced a loss or change of therapy. There was no trauma or fall that could be related to this issue. This morning, (B)(6) 2016, they went to turn stimulation up, and then the patient started feeling pulsing and it would not stop pulsing. During the call they turned it down to 6.3v and the patient was now feeling comfortable. The patient was feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.